Manufacturer narrative:
Odat, h., alawneh, k., <(>&<)> al-qudah, m. (2018). Facial nerve paralysis after onyx embolization of a jugular paraganglioma: a case report with a long-term follow up. Journal of clinical medicine, 7(3), 48. Doi:10.3390/jcm7030048. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic literature review found a report of facial paralysis after onyx embolization. The patient presented with left-sided pulsatile tinnitus and hearing loss for 18 months. Facial nerve and lower cranial nerves were intact. CT and MRI revealed a mass consistent with jugular paraganglioma. Surgical resection with preoperative embolization was planned. Angiography revealed that the tumor was supplied by left postauricular and middle meningeal arteries. Under general anesthesia, the jugular paraganglioma was embolized with onyx. Postembolization angiogram demonstrated no contrast flow in the feeding vessels and complete tumor devascularization. Immediately post-procedure, the patient developed house-brackmann (h-b) grade v facial nerve paralysis. 24 hours post-procedure, surgery through infratemporal fossa type a approach with temporary long anterior rerouting of the facial nerve was performed. Intra-operatively, onyx was seen filling the stylomastoid artery and scattered segments of the vasa nervosa of the facial nerve. During rerouting of the facial nerve, the article states that some bleeding points were noticed which may indicate incomplete devascularization. Following gross total resection of the tumor, the facial nerve was returned to its anatomical position. The patient had smooth recovery with normal lower cranial nerves function and was discharged home after 5 days. The patient was followed-up regularly by serial CT, MRI, and fn assessment. After 5 months, the fn paralysis improved to grade IV, and at 18 months she had grade ii, which stabilized until the last follow-up visit of 30 months. Her final CT and MRI after 30 months showed hyperintense areas of onyx scattered in the middle ear and mastoid, with no recurrence of the tumor.